Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The one half peeled sheath looks smaller than the other and right-side sheath was noted to twisted, however the sizes cannot be verified by the visual analysis. Manufacturing review was performed, and ¿irregular halves¿ was verified, and the halves of the gray sheath had apparently split irregularly showing a narrower half. Dimensional test of the width of the sheaths it was found that both halves had similar values. No specifications for width of the peeled introducer halves were violated. Therefore, the investigation is unconfirmed for the reported sheath halves different sizes issues as device does not have an apparent problem according to the specifications. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, after tearing the avulsion sheaths apart, the two sheaths were allegedly found to be of different sizes externally on the left and right sides and asymmetric. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure via the right internal jugular vein, after tearing the avulsion sheaths apart, the two sheaths were allegedly found to be of different sizes externally on the left and right sides and asymmetric. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.